Event description:
It was reported that during a lavh procedure, while firing on the round ligament the upper jaw became loose and broke. It was still attached while inside the patient. The device was removed from the patient and then the jaw broke off completely. The procedure was completed with a competitor's device. There was no patient impact. The device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.